Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a very tortuous lesion in the mid rca. The device was inspected before use with no issues noted. The lesion was pre-dilated. It was reported that the device did not cross the lesion and stent struts were lifted. The procedure was completed using a guideliner and another medtronic resolute onyx des. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.